Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer declined troubleshooting with tandem technical support and planned to perform a cartridge change to address the issue. There was no adverse impact to the customer's blood glucose level.